Manufacturer narrative:
H10: additional manufacturer narrative: corrected data: initially, it was reported that this valve model 11500a29 was explanted after an unknown implant duration for unknown reasons. However, through investigation it was learned that this valve was explanted at implant due to sizing issues. Valve explant at implant is typically a result of inappropriate sizing, difficulty seating, distortion of the valve, valve displacement before/after frame expansion, and/or the patients anatomy, and not a malfunction of the device. The most likely cause is procedural factors, including the physical size and or shape of the device chosen was inadequate with regard to the patient's anatomy. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received notification that this valve model 11500a29 was explanted at implant due to sizing issues during seating. Another surgical valve, one size smaller, was implanted. During the procedure, full sternotomy with supra annular approach was used. No annular enlargement was needed in this patient given the size. The surgeon was highly experienced in those valves and the appropriate sizer was used. The patient did not have any adverse outcome.

Event description:
Edwards received notification that this valve model 11500a29 was explanted after an unknown implant duration for unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.